Event description:
A physician reported that after implantation of intraocular lens (iol), a stringy foreign matter was observed. A crease/ mark left after the foreign matter was removed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Two photos were provided. The first photo shows the eye and what appears to be a linear mark or material. The second photo shows the lens in the eye. One haptic tip is observed on the anterior optic surface. What appears to be a linear mark or material can be observed. The indicated areas are circled in orange. No determination as to the nature or origin of the material/mark can be determined from the photos. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified associated products were used. Per the instruction for use: company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instruction for use also instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical device (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device (ovd), which may result in damage. The manufacturer internal reference number is: (B)(4).